Event description:
The nurse reported that the customer was hospitalized for high blood glucose levels. Troubleshooting performed and the pump passed the tests. Unable to conduct the high pressure test, at the time. No further details provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to best of our knowledge.